Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedance measurement. The field representative has been notified. There were no adverse patient effects reported. Additional information was received from the field representative stating the physician checked the patient's device and felt everything was acceptable and will continue to follow per normal schedule.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.